Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision and poor binocular vision. The patient was not satisfied after one month. The iol was exchanged with a different model. There was no issue with the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).